Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was confirmed there was a speaker malfunction inoperative message present and no sound was present during the inoperative message. A philips technical consultant (tc) went onsite to further evaluate the device and confirmed the customer's alleged malfunction. The tc provided the customer with a replacement speaker assembly to resolve the issue. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time.

Event description:
It was reported there was an intermittent speaker malfunction. The customer was unable to hear alarms at bedside. The device was in clinical use at time of event, no adverse event was reported.